Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for further evaluation. A verathon technical service representative evaluated the returned baton where they were unable to duplicate the reported disappearing image issue; however, it was noted that the lens on the baton was cracked, and the camera housing was missing a piece of plastic. The glidescope omm states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Since the customer received a replacement and there are no repairs available for this device, the returned baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear when the tip of the baton was manipulated. The procedure was completed with another avl video baton 3-4, which was made available within two (2) minutes. No harm to the patient or user was reported.